Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for shock impedances high out of range, increasing from 110 up to 135 ohms. Data analysis was performed and confirmed the increasing shock impedances. There was no noise on the egm. Boston scientific technical services provided programming options. The patient will continue their routine follow up. No adverse patient effects were reported. This right ventricular lead remains in service.